Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and the patient experienced arterial spasm and st segment elevation that required medication and prolonged hospitalization. First it was reported that yellow patch 6 was displayed intermittently as striped on the carto 3 system. The patient was repatched but the issue persisted. The procedure continued without resolution. The customer's reported yellow patch error is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that after ablation, the patient's left coronary artery spasmed. St elevation was noticed on the body surface signals displayed on carto 3 system. They were ablating at 10-15 watts for 30 seconds with an impedance of 115 ohms. The ablation had been completed with the injury occurred. The patient had no visible symptoms. Medication was administered to the patient. The patient was in stable condition. Patient improved after patient was sent to the intensive care unit (ICU). The physician's opinion on the cause of the adverse event was patient condition.

Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).